Event description:
Related manufacturer reference number:(B)(4). It was reported that the patient's aveir leadless pacemaker (lp) system exhibited low i2i throughputs between the right ventricular and atrial lps. It was also noted that the patient was symptomatic to bad i2i. The lps were deactivated, and new pacemaker system was implanted. The patient status was unknown.